Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30208892l number, and no internal actions related to the complaint were found during the review. (B)(6). (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered vascular dissection requiring surgical intervention. During the procedure, when the physician was trying to access the left ventricle (lv) through retroartic access, the thermocool® smart touch® sf bi-directional navigation catheter was introduced in the right coronary artery producing a dissection. An st segment elevation was noted in the electrocardiogram (ECG), so the patient was transferred to the hemodynamic unit to restore the vessel functionality. A stent implantation was required. There¿s no information regarding extended hospitalization, patient¿s outcome or physician causality opinion. No bwi product malfunctions were reported. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.

Manufacturer narrative:
On 9/27/2019, biosense webster inc. Received additional information indicating the patient was a 50-year-old male who¿s condition has improved. The adverse event occurred during the procedure and a stent implantation was required. Extended hospitalization was required. The patient¿s condition has improved. In physician opinion this event was procedure related. Additionally, the event date was clarified to be 9/6/2019 and the physician¿s contact information has been provided therefore section e1. Initial reporter has been updated accordingly. Manufacturer¿s ref # (B)(4).